Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a lost kidney due to cancer while using the device. The patient also alleged black particles in the filters. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles filling filters, lost kidney due to cancer an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation the manufacturer observed an unknown contaminant on the top enclosure, bottom enclosure, blower box, blower, blower seal, and on the ui panel. Blower impellers were covered in foam degradation. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. Keratin-like contamination was observed around the blower output seal, addresses the issue of keratin. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown observed and liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower, keratin-like contamination was observed and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Sections d8, d9, h2, h3, h6 has been updated in this report.